Manufacturer narrative:
The following fields have been updated due to additional information: e.1 initial reporter last name investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) there were difficulties priming. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that no drug solution came out during priming. The needle npe could have been bent. Complaint product was discarded.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) there were difficulties priming. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that no drug solution came out during priming. The needle npe could have been bent. Complaint product was discarded